Event description:
It was reported that during leadless pacemaker (lp) implant procedure, the helix was found to be deformed upon repositioning to find optimal parameters. The procedure was completed using an alternate lp on (B)(6) 2024. There were no patient consequences.